Event description:
It was reported a patient presented remotely with a symptomatic episode of general discomfort due to a large amount of baseline noise on the insertable cardiac monitor (icm). Under-sensing was also noted. No changes were reported. There were no patient consequences.